Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. A field service engineer walked the customer through the process of forcing a failure on the tower to create an option for recovering storage space. The customer successfully recovered the space, and the unit tested ok. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer showed a hardware failure, but no storage space appeared during recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.